Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-18140, 1627487-2013-18141. It is unknown which lead(s) the patient currently has implanted, therefore, all possible lots are being reported. The patient reported experiencing ineffective stimulation. The patient stated when she attempts to increase the amplitude of her stimulation, she experienced abdominal stimulation. It was recommended the patient attempt to try and use different programs, however the patient declined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.